Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the missing locking pin, optical lens and image issues could not be determined, however, the issues were likely the result of user handling/excessive physical stress. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the fault was observed after washer/disinfector reprocessing. The instrument was intact post procedure and prior to washing ¿ resulting from loss of pin in washer/disinfector.

Event description:
It was reported that olympus that a telescope, had a missing attachment pin. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the initial evaluation, the image appeared blurry. The lens inside the optical system was damaged and the locking pin on the main body was missing. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.